Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it fired one clip conforming and two scissor clips. Although it is not possible to conclude how the circumstances occurred, it is known that an excessive application of torque to the jaws can create a misalignment of the tips; this may result in clip malformation. The device locked out as intended, but the orange indicator was over traveled. These findings are not related with the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip did not come out when the device was fired without tissue outside the patient. There were no adverse consequences for the patient.